Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose levels (66 mg/dl). The customer is using aphresa as well as using the pump for insulin therapy. Reportedly, the customer inhaled too much aphresa, and subsequently bg levels dropped. Customer addressed low bg levels with glucose tablets, and reported bg levels are back in target range.